Event description:
A customer stated that when they used excel off brand reagent strips they would receive erratic results. Examples were 255, 80, and 250 mg/dl. These results were taken within 3-4 minutes of each other. While on the phone a review of the system was conducted. The customer was informed that bayer does not provide or support the use of an off brand reagent. Electronic checks could not be conducted since the customer misplaced the systems check sensor. This is being supplied to the customer and follow-up will be made.